Event description:
It was reported that when using the bd pyxis¿ es server, the patient registration messages were not crossed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient registration messages were not crossing. The technical support specialist dialed into server and reviewed an error indicating preprocessing failure due to a system error caused by a concurrent update corrupting a non-concurrent collection. Following knowledge article med es server messages not processing concurrent error, tss restarted the bd pyxis external inbound processor service, then consulted product support engineer (pse) because the server was on version 1.8.0. Per pse guidance. Tss verified the installation by checking task scheduler and confirming the presence of the task ¿bd inbound observer tool.¿ the system functioned as intended after the technical support specialist troubleshooted the device.